Event description:
It was reported that during an unknown procedure the switch button on the device was non-functioning. A similar instrument was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.